Event description:
It was reported that during a cryoablation procedure, the sheath was advanced inside the heart and air was continuously removed. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files did not show any issues on the date of the event. Also, the sheath was not returned.